Manufacturer narrative:
Internal complaint reference case: (B)(4). The associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. A visual inspection confirmed the tip is missing from the head of the device and was not returned. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, during total hip replacement, the distal plastic tip of a femoral head impactor was cracked outside the patient. The surgeon was trying to remove a femoral head implant and the tip cracked. Based on the description provided by the initial reporter, there is no information that indicates that a separation of pieces occurred; however, a visual inspection confirmed the tip is missing from the head of the device and was not returned. It was confirmed that no pieces fell into the patient. Surgery was completed, without any delay, with a smith & nephew back-up device instead. Patient was not injured as consequence of this problem.